Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that a patient may have an allergy to the implantable neurostimulator (ins). The allergy appeared to be at the corner of the ins site. The doctor planned to revise the ins pocket site the following week to move the location of the ins. Further information about this event has been requested. If more information becomes available, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2012-01717 for information on related events.

Event description:
Additional information received reported that the health care provider (hcp) revised the pocket. The implantable neurostimulator (ins) was moved lower down on the same side. No new products were implanted and nothing was explanted. It was stated that the patient was 'doing well' about one week later additional information received from the hcp reported that the cause of the event was a possible rejection of the ins. The ins was 'exiting the skin at the left flank.' A surgical revision of the ins was done on (B)(6)2013. An x-ray was done on (B)(6) 2013 and the ins and leads were 'in place.' It was stated that the incision was blistering with 'weeping of fluid.' It was reported that the patient was hospitalized and the patient had a non-serious injury or illness. Additional doctor's notes received reported that on (B)(6) 2012 the patient had a follow up appointment with the hcp. It was stated that stimulator had been working. The patient had 'some chronic issues,' but they seemed to be 'a bit better.' The patient had 'some issues' with his incision, but it seemed to be 'resolved' as well. The patient was still having neck pain with 'severe' headaches which only improve if the patient lies down and tries to relax. It was stated that the patient had pain across his neck and right upper extremity, down to his elbow. The patient had a CT of his head. There was no sign of infection or induration. The patient got a c5-6 epidural steroid injection. On (B)(6) 2012 the patient had an appointment with his hcp. The patient was complaining of back and left leg pain, as well as the incision from the ins. The patient had drainage from the ins incision that was a 'light reddish brownish' color that he had noticed suddenly. There was a 'tiny hole' in the center of the ins site. The ins area was red and tender to touch. The patient had epidural steroids in (B)(6) for the cervical spine, and it was reported to be ineffective. The patient had headaches and neck stiffness, back pain, difficulty sleeping, and tingling or numbness in his right arm. The patient was prescribed cleocin and bactrim antibiotics to clear the infection. The patient was sent to the lab to have blood work done and a culture of the drainage. The patient was instructed to return in 10 days for a follow up examine. On (B)(6) 2012 the patient had a follow up appointment with the hcp. The patient complained of back and left leg pain, the incision from ins, and drainage at the incision site over the stimulator. The blood work was 'normal' and the culture revealed 'normal skin flora.' The patient had head aches and neck stiffness, back pain, difficulty sleeping, and tingling or numbness in his right arm. Upon inspection of the ins site there was a tiny hole in the center of the ins on left. There was no drainage and the hcp was unable to 'express' any. The redness surrounding the ins 'looked better' than on (B)(6) 2012. The site was still tender to the touch. There was a small abscessed area the size if a dime with a small hole in the middle of the lesion and brownish skin color surrounding it. The patient was prescribed levaquin and instructed to watch for signs of infection. On (B)(6) 2013 the patient had a follow up appointment with the hcp. The patient had drainage around the ins site. It was stated that there was erosion of the skin over the ins site. The site to from the lead implantation looked 'excellent' and had healed. Centrally over the ins area there was evidence of a blister with a very thin layer of skin with some 'slight weeping.' There was no purulence and no foul smell. The hcp was uncertain if the patient was rejecting the implant. The plan was to re-locate the ins. On (B)(6) 2013 the patient returned to the hcp office for a follow up post relocation surgery on (B)(6) 2013. The patient stated that his pre-operative symptoms persisted and he was at a level 6 for pain out of 10. There was some drainage from the incision site since surgery. The patient experienced weight loss, difficulty sleeping, back pain, muscular weakness, and tingling or numbness in his right arm. The area around the ins was aspirated. There was 15cc of dark red drainage from the site. There was some erythema and edema noted at the incision site. A culture was obtained. There was no further information provided.